Manufacturer narrative:
Pump failed to boot up properly once installing aa battery, partial display (discoloration) was noted. The pump failed the self test due to partial display. Test p-cap and reservoir locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, cracked keypad overlay, keypad overlay peeling, missing display window/cover, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, keypad overlay texture damage, pillowing keypad overlay, label damage, broken belt clip rails, end cap address label missing, and broken battery tube threads. Partial display was found during testing due to moisture damage on the electronic assembly. Cosmetic damage at the reservoir compartment was not confirmed, however, other cosmetic damage was noted. Moisture damage was noted found on the battery tube, electronic assembly, motor, and force sensor. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged reservoir area was cracked. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1715kl was requested and the customer response was the device was returned for analysis.